Event description:
Reference number (B)(4). Event occurred in the unites states. It was reported that the patient faced an event of occlusion with an infusion set and was alerted by an alarm 2 followed by alarm 26. The blockage was located in the tubing. Patient changed supplies as necessary and resumed insulin therapy. No further information available.